Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was received and evaluated. Upon visual inspection at cq, it was observed that the distal part of the needle part got snapped and the broken piece was received at cq. Thus, the complaint can be confirmed. Excessive force might have applied to the device which caused the device to be broken. It is unknown that all the broken fragments were retrieved from the patient body. The oversheath covering the needle shaft as protection was missing from the device received. The reported embedded condition of the broken piece cannot be confirmed without the visual confirmation like scan reports or x-ray reports. A root cause for the reported failure can be attributed to user misuse. An mre review was performed and no non-conformances were identified for this part number (228151) with lot number (4l80298). At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d10: the date device returned to manufacturer was documented as 12/13/2019 on the previous report and has been updated as 2/11/2020.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by affiliate via complaint submission tool that during a meniscal repair the distal part of the truespan 12 degree peek snapped and bent after the anchor was deploy, as per affiliate it was probably due to an excessive force used by the surgeon. Also, as per the affiliate the broken part of the needle got stacked in soft tissue, but it was removed later. No patient consequence was reported, however there was a surgery delay of about one hour. No additional information was provided. Additional information received from the affiliate reported the broken part of the device was found after the procedure via x-rays. It was also reported there was a need for a need for alternative product, the procedure was completed and broken one was the last device available.